Event description:
Pt had iabp placed in cv lab. Balloon pump functioned x15 minutes, after which it read, "purge failure," and was then non-functional. Iabp immediately switched to another pump and biomed is investigating the malfunctioning iabp. MFR has been notified.